Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2004. Since the procedure, the patient has experienced chronic pain. The patient underwent a partial removal of the sling on (B)(6) 2008. No additional information was available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.